Event description:
A patient reported that the pump was shutting down on its own without being programmed to do so, raising safety concerns, particularly overnight. There was no reported impact on the customer¿s blood glucose level. The patient returned to using multiple daily injections and decided to order a new pump, declining further troubleshooting.